Event description:
It was initially reported that the device was wasted. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair.per the operative report: initially, we felt that a simple ring anuloplasty would restore competence, but when we placed a cosgrove band and tested the valve there was at least moderate residual regurgitation. Accordingly, we excised the anterior leaflet and rimmed the mitral anulus with pledgeted mattress sutures of 2-0 tevdek, which we then passed through a 29mm medtronic mosaic porcine bioprosthesis.

Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.